Manufacturer narrative:
Summary of product evaluation: a 3.75 inch length of catheter was examined, it was found to be the distal segment. The portal and attached length of catheter had been discarded by the reporting facility. Microscopic examination showed one end of the catheter segment to have two slits running about the length, 180 degrees from one another, for a distance of approximately 2/10 of an inch. This type of damage is consistent with a catheter that has been repeatedly compressed, usually between the clavicle and first rib.